Event description:
Patient was discharged to a rehabilitation facility following the previously reported stroke event.

Manufacturer narrative:
(B)(4): evaluation, results: inherent risk of procedure cva/stroke.

Event description:
An endeavor sprint rx drug eluting stent was implanted in the prox lcx. Approximately 20 months post the index procedure the patient suffered a stroke. The investigator has indicated the event was not related to the study device and the patient is continuing with treatment.